Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
The patient reports their dash personal diabetes manager (pdm) bolus calculator does not work in specific amounts of carbs and glucose levels. Further information on the event is being solicited. A replacement device has been sent.